Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple replace battery now alarm without getting a low battery alert. Blood glucose level at the time of the incident was 106 mg/dl. Customer also reported getting a blank display and power loss alarm which were resolved during troubleshooting. The insulin pump was returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation . Device received with operating currents within specification . Device passed self test and displacement test. No blank display, low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm noted during testing. (B)(4).